Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. Surgical intervention was undertaken wherein it was discovered the anchor migrated. The lead and anchor were explanted and replaced.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.